Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No slow button responses anomaly noted. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window.

Event description:
Customer reported that buttons responded intermittently and slowly when the act and esc buttons were pressed. Customer's blood glucose was not reported. Insulin pump would be replaced.